Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic following an alert . It was noted that the right ventricular pacing lead impedance and capture thresholds were high. The lead was capped (B)(6) 2020 and replaced. The patient was stable.